Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID 3487a, lot# l54133, implanted: (B)(6) 1998, product type: lead. (B)(4).

Event description:
It was reported by the manufacturer representative (rep) that the patient had a sudden return of pain. They had a motor vehicle accident on (B)(6) 2015 and since that time they had not been able to turn the stimulator on. They had the device off at the time of the accident. As a result, of not being able to turn it back on, they had pain. It was unknown if the patient had any new pain following the car accident. There had been no troubleshooting performed and the system had not been checked for integrity. The patient had an upcoming appointment with their managing physician. Relevant medical history includes failed back surgery syndrome. Their patient programmer and recharger were destroyed in the car accident and new equipment was ordered. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).